Event description:
It was reported by the clinician that the device marked six seconds of ventricular high rate, but appears that there is only two seconds of what looks like ventricular tachycardia/supraventricular tachycardia. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.